Event description:
Customer had a problem with approximately 50 results, most were alb results that repeated in normal range. Repeat testing was performed using both this analyzer and another p module. He provided results for 12 patients, two were discrepant: patient 1, initial alb result 6.7, repeat 8.5 g/dl. Patient 2, initial alb result 9.3, repeat 10.9 g/dl. Affected results were reported and corrected reports were sent. Customer stated, to his knowledge, no patients were treated or affected based on discrepant results. No adverse events were reported. Albumin reagent lot was not provided. The field service representative determined the high concentrate waste vessel was clogged and he replaced the vessel. He performed mechanism checks to verify waste was being evacuated properly. Customer ran calibration and qc which were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.